Event description:
An endurant ii stent graft system was implanted for the treatment of for an iliac artery aneurysm. It was reported that the patient presented to the office with claudication. The physician stated that the limb was compressed. The aorta was normal caliber, 18-19 mm. The limb was compressed in the aorta, from just below the gate for 2 cm's. Patient was treated with an embolectomy and kissing atrium 10 mm stents. The flow lumen was 10 mm. The event resolved. The reason for the thrombus/occlusion was due to the patient's normal anatomy of the aorta. The aorta measured 19 mm from just below the lowest renal artery to just above the aortic bifurcation. The thrombus did extend up to the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).